Manufacturer narrative:
Doi not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported, that during procedure on (B)(6) 2018, the surgeon was passing the tunneller to pull driveline through the patient¿s body habitus, when a black segment of the tunneler adaptor broke off. The tunneling adapter will be returned for further evaluation. The pump was placed without issues and functioned as intended no further information was provided.

Manufacturer narrative:
Section d4,h4: additional information: section d10, h3: corrected information: manufacturing evaluation conclusion: the report that the heartmate iii (hm3) tunneling adapter broke during the implantation of pump could not be confirmed through this investigation. The device was not returned for analysis. The patient remains ongoing on heartmate 3 lvas, and no additional complaints have been reported at this time. The hm3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information is available. The manufacturer is closing the file on this event.